Manufacturer narrative:
H3-device evaluation: the lens was returned in a micro-centrifuge vial with moisture. Visual inspection found that the haptic was torn. Claim#(B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -11.0/+4.0/090 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2020 the lens was exchanged for a longer lens due to low vault. The problem was resolved.